Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the left rear wheel was sheared off at the axle. An expanded evaluation was performed. The expanded evaluation report confirmed that the lower axle lug of the left side frame broke off at the weld. The axle lug was still on the axle bolt of the detached left rear wheel, indicating that the rear wheel was likely attached to the side frame of the wheelchair when the weld broke. The underlying cause of the broken weld could not be determined after reviewing the documentation in this investigation. However, it was noted that the wheelchair was in new condition and freight/packaging issues may have contributed to the malfunction.

Event description:
The provider states the left rear axle weld broke.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left rear axle weld broke.